Event description:
Pt underwent anterior portion of radical lumbar discectomy/fusion. Inserting the cage, 8 x 8 x 50, into the l1-2 space, the cage broke. As half the cage was well fixed into the disk space, and there was good filling of the space along with weight restoration, as much of the broken pieces possible were removed. X-rays revealed excellent placement of the cages in the ap and lateral plane. Surgeon stated there would be no adverse outcome to the pt. No serial number was available.